Manufacturer narrative:
Analysis was performed by field service personnel who evaluated and tested the unit. It was determined the nibp pump would need to be replaced to resolve the issue. The fse installed the new nibp pump and the unit returned to working specification. Based on the information available in the case and the tested conducted, the cause of the reported problem was confirmed to be the nibp pump. The reported problem was confirmed.based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported the unit did not make correct measurements of nibp. The device was in use on a patient at the time of the event, there was no adverse event reported.